Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had alarmed no delivery. The customer's blood glucose level was 324 mg/dl. The customer reported that she had no delivery alarm four times. The customer was assisted in troubleshooting. The customer was assisted in performing 5 unit fixed prime test and it was reported that the insulin did not exit and the pump alarmed no delivery. It was reported that the customer had tried all the remedies. The insulin pump will not be returned for analysis.